Manufacturer narrative:
Concomitant medical products: 694765 lead implanted: (B)(6) 2009, 383069 leads x2 implanted: (B)(6) 2022, competitor ccm implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low pacing impedance. In addition sensing integrity counters (sic) began to increment after the implant of a cardiac contractility modulation device. It was further reported that a right atrial (ra) lead dislodgement was seen on fluoroscopy. The leads remain in use. No patient complications have been reported as a result of this event.